Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil detachment handle (handle). During the procedure, the physician made several attempts to detach a pod6 coil using the handle but was unsuccessful as he could not pull the pod6 coil pusher assembly at all. Therefore, a new handle was opened to successfully detach the pod6 coil. The procedure then continued with no further issues. There was no report of an adverse effect to the patient.